Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 2.0, lab: 1.2. Results done in the same afternoon.

Manufacturer narrative:
Pt was on heparin. Per product user guide - limitations, "this test should not be used for pts on heparin therapy." This may contribute to unexpected inr or errors in testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 2.0, reference: 1.2, mean: 1.60, confidence limits: 1.1 - 1.9. The mean of the inratio meter and comparative system inr were calculated. The inratio value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Recent test conducted on lot 243103 on (B)(4) 2011 met accuracy criteria. Test results are as follows: donor 44 = 2.9, 3.5, nes inr; donor 45 = 3.6, 3.5, 4.0 inr. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 44 (2.95 inr) and donor 45 (2.97 inr), respectively. No further investigation will be pursued at this time. Per product user guide - limitations, "this test should not be used for pts on heparin therapy." Pt on heparin may have contributed to unexpected test results. Analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). Action threshold ((B)(4)) has been reached. Strip lot in complaint has strip code 9705r which brick lot number 237417 was assigned and packaged into strip lots (243103 and 246450). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4). Corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.